Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a rowboard issue. A field service engineer reseated the rowboard cables and cleaned the pockets. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction that the multiple cubies were not appearing on the screen configuration map. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.